Manufacturer narrative:
(B)(4). The device was returned and investigated. The reported gripper arm actuation issue was not confirmed as during test, the arms functioned as intended. A review of the lot history record revealed no manufacturing nonconformities in this lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The returned device analysis was unable to confirm the reported inability to fully lower the gripper arms and the investigation was unable to determine a conclusive cause for the gripper actuation issue. It is possible that there were device preparation techniques (e.g. Unintended curves on the device or device flushing technique) which resulted in increased tension on the gripper lumen coils and therefore contributed to the user experience; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). The clip delivery system is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported that during preparation of the clip delivery system (cds), it was noticed that one of the grippers did not go down. The cds was not used in the anatomy, and was replaced. There was no clinically significant delay in the procedure. No additional information was provided.